Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been received. Report 1 of 3.

Event description:
Report received from (B)(6) stating "sleeve does not enter the 1.8 mm incision. No patient impact."